Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a high blood glucose (bg) ranging from 364 - high (specific bg value was not provided) with large ketones. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a manual injection to address the high bg. Tandem technical support (cts) verified in the pump data logs that the control iq software was performing as intended; however, customer maintained that the pump did not function as intended and refused to acknowledge feedback provided by cts. The customer declined further troubleshooting with cts therefore no additional information was able to be obtained.